Event description:
It was reported that thr implantable pacemaker recorded a sudden change in the right atrial (ra) lead pacing impedance. The device also recorded noise oversensing in an atrial tachy response (atr) episode. Troubleshooting recommendations were provided by technical services (ts). The ra lead is a non-boston scientific product. The pacemaker system remains in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).